Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the ui/mics board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst confirmed the "remove usb 2" error. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) contacted technical support to report a ¿remove usb 2¿ error that occurred during the middle of a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The patient¿s treatment was reportedly discontinued, and their blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient declined to be moved to another machine to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was utilizing a fresenius optiflux dialyzer and fresenius bloodlines. A fresenius field service technician (fst) was called onsite to evaluate the machine. To repair the machine, the fst replaced the ui/mics board. Follow up revealed the biomed was unsure what had happened to the replaced board. After completing the repair, the 2008t hd machine passed functional testing and was returned to service. There have been no further issues with the machine.